Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) is implanted with two scs leads. Device information is unknown at this time. It was reported the patient was receiving ineffective stimulation coverage. X-rays were taken and identified that one of the leads migrated. In turn, surgical intervention was undertaken to explant the leads which resolved the issue.